Manufacturer narrative:
Pending investigation. D10: serial number; item number and full description. (B)(6); 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6); 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6); 02-020-11-0340 - truliant ps cem fem ps cem right sz 4.

Event description:
As reported, the patient had an other issue on (B)(6) 2020). The patient presented in 2022 and flexion instability and recalled polyethylene insert; revision r tka scheduled. The patient was revised (B)(6) 2022. The case report form indicates that this event is definitely related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.